Manufacturer narrative:
The device is not being returned to us at this time; the hospital is still conducting their own investigation. The MDR listed date code as da (4/2009); we found a record of this being shipped to the customer on 01/07/2010; instrument has been in use for approximately 5+ years.

Event description:
Allegedly, the doctor was performing an endo-nasal ethmoidectomy fusion navigation procedure, one of the blades broke off inside the sinus passage. The doctor immediately removed it. The procedure was completed with no injury to the patient.